Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive, with the unlock button and top icons not functioning, and a visible crack across the screen; partial function returned after charging and a forced restart, but touch inputs at the top remained unresponsive, consistent with a device fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen consistent with damage to the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.